Event description:
Treatment of an aneurysm. During the procedure, it was reported that the balloon catheter would not fit through the reflex/navien guide catheter lumen. An excelsior sl-10 catheter was then advanced through the guide catheter and the aneurysm was coiled successfully. Upon withdrawal of the sl-10, a kink was noticed on the guide catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The balloon and guide catheter were returned for evaluation. The guide catheter was broken at approximately 19.5cm and 18.3cm from the catheter tip, but still retained by the inner layer. The damage to the guide catheter likely contributed to the reported issue.guide catheter break.(B)(4).